Manufacturer narrative:
Radiographic image review results states, the provided images are antero-posterior x-ray of interbody fusion 2 interbody grafts present. Lateral x-ray of images appears to subside in the top and bottom level. Antero-posterior x-ray. Graft on 1 side appears collapsed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion. Pre-op diagnosis of patient was lumbar spinal stenosis, degenerative spondylolisthesis. It was reported that, the cage was reclosed. Operation was performed on (B)(6) 2025, and when an x-ray was taken last month, reclosure was observed. Upon reviewing the images, findings of both reclosure and sinking were observed. Levels implanted were l3/l4. There is no plan to perform revision surgery to explant the re-closed cage. There were no patient symptoms reported. There were no further complications reported regarding the event.